Event description:
Adverse event(s): "no pt impact" (no consequences or impact to pt). Product problem(s): "product became dry too quickly" (no code available). A surgeon reported that the product became dry too quickly so that a single syringe could not be used in two steps during surgery as it had been used in the past. It now takes two syringes for one surgery. There was no pt impact associated with this event.

Manufacturer narrative:
The device was not returned for eval. The reporter did not provide a lot number or any identification traceable to the mfg process. (B)(4) .